Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. The blade would not advance from the device. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During evaluation, the blade extended without any difficulty when the trigger was activated, however, the blade failed to rotate.